Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker reported about battery life problems. The field representative had no further information at this time. The pacemaker remains in service. No adverse patient effects were reported.